Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with 430cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis as well as palpable abnormalities in her right breast, which were confirmed via ultrasound. The ultrasound report also indicated that the patient had ¿lumpiness¿ along the lateral aspect of her left breast as well as a painful abnormality in that region. Imaging shoed a possible reactive inframammary lymph node on the left side. As a result, the patient underwent bilateral removal and replacement with 405cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the left implant.